Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with a stroke after a pump stoppage event which reportedly occurred due to depletion of the 14 volt lithium-ion batteries while the patient was asleep. After finding the patient with depleted batteries and no power to the system controller, the caregiver replaced the batteries and called emergency services. The patient was transported to the hospital and the system controller was exchanged. The patient reportedly sleeps while on battery power which was unknown to the vad team and against their advice. Review of the submitted system controller log file by a representative of the manufacturer''s technical services team observed the following sequence of events: power was switched from the power module to battery power on (B)(6) 2016. A low voltage advisory was recorded on (B)(6) 2016 at 1:35 am, and a low voltage hazard sounded on (B)(6) 2016 at 3:21 am. The pump speed lowered to the set low speed limit as expected, and the system controller enabled the power save mode on (B)(6) 2016 at 4:04 am. The pump engaged the emergency back-up battery (ebb) on (B)(6) 2016 at 4:05 am and ran for an undetermined period of time until all power was depleted. A viable power supply was connected to the battery after full depletion of the ebb, and the system controller showed several yellow wrench / ebb not charged / clock not set alarms. These are typical alarms that will be seen after a full rundown of the ebb on a system controller. The pump restarted once power was applied, and the pump reached the fixed speed right away. Information regarding the specific symptoms of stroke that the patient exhibited was not provided. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information contained in the log file retrieved from the returned system controller indicates that the system controller alarmed appropriately in response to the depletion of battery power and the loss of power event. The events captured in the log file indicates that the system controller continued to operate the pump upon depletion of the batteries supported by the internal emergency back-up battery. The duration of time in which backup battery support was active could not be determined due to the data log event settings; however, the remaining data in the log file indicates that the system recovered once external power was applied and the system controller resumed operating the pump at the desired set speed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains on vad support. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was stable but the stroke caused the patient to develop narcolepsy. The hospital was reportedly seeking to place the patient in an inpatient rehabilitation center or a skilled nursing facility. It was reported that the patient continues to be ongoing, but not further information was provided.